Event description:
It was reported that, during the implantation of the preloaded intraocular lens (iol), a foreign material (fm) entered in the patient's eye together with the trailing haptic of the iol. The fm was removed. When the physician observed the injector after use, a damage was observed in the tip of the cartridge. The injector was filled with balanced salt solution and prepared according to the standard procedure. Abnormal positioning of the iris near the incision was observed the following day. On june 1st, the patient underwent a vitrectomy and iol repositioning was performed. The patient's vision remained normal. On (B)(6) 2026, the patient was examined and the iol appeared to be well-centered. No further information was provided.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b: explant date: not applicable, lens remains implanted, therefor not explanted section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581: no code available (device dislocation) attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.